Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause was not known. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level and relied on basal insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.